Event description:
Boston scientific received information that, during a procedure to implant this device, the patient's subclavian vein was dissected. The device was implanted, and defibrillation testing was performed. A 21 j shock was successful, however, neither a 21 j nor a 31 j shock was successful during a second induction test, and an external shock was applied. No further testing was performed. During a pre-discharge follow-up, a small pneumothorax was noted on x-ray.

Manufacturer narrative:
The physician suspected the pnemothorax was due to a patient condition, and suggested it may have been the reason for the unsuccessful induction test. No intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.